Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. (Expiry date: 06/2023).

Event description:
It was reported that during preparation of a dialysis catheter placement procedure, the outer package was allegedly damaged and inner package sterility was affected. The device was replaced. There was no patient contact.

Event description:
It was reported that during preparation of a catheter placement procedure, the outer package was allegedly damaged and inner package sterility was affected. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one sealed hemostar d/l kit was returned for evaluation and two electronic photos were provided for review. Gross visual evaluation was performed on the returned device. The investigation is confirmed for the reported packaging problem and tear. Rip or hole in device packaging issues as the outer label was found partially peeled and further a small hole was noted on the distal end of the outer packaging pouch. Further the photo review also confirms the same. However, the components inside the kit remained unaffected. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. D4 (expiry date: 06/2023). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.